Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 6.0mmx220mmx150cm sterling balloon catheter was advanced for pre-dilatation, however, during second inflation the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported.